Event description:
It was reported that the patient had the artificial urinary sphincter , initially implanted in 2013, removed due to incontinence as the patient started to leak again. A new artificial urinary sphincter consisting of a cuff, pump, and balloon was implanted.